Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.5115mm non-bsc balloon catheter, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, the device failed to cross the lesion due to calcification and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device. The device inflated and held pressure for 5 minutes without leaking. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.5115mm non-bsc balloon catheter, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion due to calcification and the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.